Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black spot of ink on the lcd screen. Blood glucose at the time of the incident was 130 mg/dl. The customer did not recall how the damaged was caused. It was advised to discontinue the use insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had bleeding lcd glass and minor scratched display window.